Event description:
Na.

Manufacturer narrative:
Investigation findings: our quality engineer inspected the photographs and samples submitted for evaluation. Bd received three photographs which display similarities to the unit with an unknown lot number. In addition, three samples were received. The units received from lot numbers 3228133 and 3269681 were found to have a small flash located on the tip of the catheter which was graded unacceptable. Your reported issue was confirmed and determined to be manufacturing related. During manufacturing, the flash may form and flow lines may get distorted due to lube temperatures being too low during tipping or if there is insufficient lube due to die /coil misalignment. The third unit displayed a long strip flash of catheter material on the side of the catheter which was also found unacceptable. During manufacturing, this may be caused by die build up or hard water on the surface of the tubing guides. A device history record review showed no non-conformances associated with this issue during the production of these batches. The appropriate personnel have been notified and complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Materials#: 381534, batch#: unknown. It was reported by the customer that catheter looks frayed towards the tip of the catheter. Verbatim: catheter looks frayed towards the tip of the catheter.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0202 - defective component.